Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2014 due to an unknown reason. The head and liner were removed and replaced.